Event description:
Pulmonary artery catheter balloon rupture reported. The catheter balloon was checked before insertion and found to be intact, and after it was floated into position, they were able to obtain wedge pressures. By the next day, they were unable to inflate the balloon to obtain a pulmonary artery wedge pressure. The catheter was removed and replaced without problem. When the initial catheter was examined, they found that the balloon would not inflate. The pt experienced no symptoms of chest pain, etc., and no pt harm was reported.